Event description:
Serranator balloon made by cagent, 3.5mmx120mm 0.0.14, ref: fgs-0346-35120, lot#: fa23091901 exp-9-19-2026. Balloon still intact but popped taken off field sent back to manufacturer.